Event description:
Vasoseal was used following a diagnostic catheterization procedure. During deployment of 2nd collagen plug the collagen seemed to be stuck partially inside the sheath and partially outside the sheath. Then the collagen plug seemed to break in half.

Manufacturer narrative:
Evaluation of event based on mfg and qc procedures and history of device related to this event. Co experience has shown that if the push/wait/pull technique is not done, a sheath separation can occur. This may occur because the plug was not fully deployed out of vasoseal sheath before deployment of the next collagen plug is attempted.